Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx grip vascular closure device (vcd), it was reported that the balloon ruptured prior to gaining hemostasis. There was no patient injury. The mynx device was safely removed and a second mynx device was used to successfully treat the patient. The balloon loss pressure at the first stop (sheath). The black marker on the inflation indicator fully exposed at prep. There was no pvd / calcium present. The device was used in a peripheral interventional procedure using a retrograde approach. The user is mynx certified. Arteriography confirmed the suitability and minimum 5mm of the femoral artery. The stick location was directly over the femoral head. The device was prepped according to instruction for use (IFU). This is the patient's first lower extremity endovascular intervention. There was no prior percutaneous transluminal angioplasty or stenting. There was no visible damage to the sheath after removal. There was no calcium noted in the area of closure. The device is available for analysis. No other information was provided.

Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), it was reported that the balloon ruptured prior to gaining hemostasis. There was no patient injury. The mynx device was safely removed and a second mynx device was used to successfully treat the patient. The balloon loss pressure at the first stop (sheath). The black marker on the inflation indicator was fully exposed at prep. There was no pvd / calcium present. The device was used in a peripheral interventional procedure using a retrograde approach. The user is mynx certified. Arteriography confirmed the suitability and minimum 5mm of the femoral artery. The stick location was directly over the femoral head. The device was prepped according to instruction for use (IFU). This is the patient's first lower extremity endovascular intervention. There was no prior percutaneous transluminal angioplasty or stenting. There was no visible damage to the sheath after removal. There was no calcium noted in the area of closure. The device is available for analysis. No other information was provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 6 mm from the balloon proximal neck. A device history record (DHR) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review, sheath tip condition factors (although sheath was not returned/ rupture occurred at first stop) may have contributed to the reported event since a frayed sheath tip may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.